Manufacturer narrative:
A follow up report will be filed if more information becomes available.

Event description:
It was reported that while in the operating theater, md inserted sheath via right femoral artery. After prepping the intra-aortic balloon (iab) per instruction, md inserted iab through sheath successfully. The pump was switched on & iab did not inflate. Pump was exchanged for another brand pump & again iab did not inflate. Md removed iab & inserted another iab with success. As of 2007 the patient has been moved to ICU due to blood pressure drop.